Event description:
A customer reported an s8-3t transducer was producing a reversed image. The procedure in progress was completed successfully. There was no injury associated with this event.

Manufacturer narrative:
Evaluation of the transducer will be included in a follow up report upon its return.

Manufacturer narrative:
Evaluation of the returned transducer determined a component inside the connector was mounted incorrectly which caused images to be displayed in reverse. Corrective and preventative action has been issued to the manufacturer.